Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrections found on d4 and annex g: an intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The fenestrated bipolar forceps instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument cables were sticking out. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.